Manufacturer narrative:
Service was provided and the field service engineer (fse) indicated that manifold 4 circuit board (responsible for probe retraction) was replaced. Repairs were verified per established procedures and the results met published performance specifications. The root cause for the reported incident was associated with the circuit board function responsible for probe retraction.

Event description:
A customer contacted beckman coulter, inc (bci) and reported that the manual probe in coulter lh 750 hematology analyzer did not retract, and that it ejected 100 ul of blood when the analyzer was powered off. The user was wearing personal protective equipment at the time of the incident. No injuries occurred and the operator did not seek medical attention. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control/risk management plans are in place. The material safety data sheet (msds) was not reviewed, but it is readily available. There was no death, injury, or change to patient treatment associated with this event.